Event description:
It was reported that the patient was experiencing muscle stimulation in the left lateral thoracic wall from the right ventricular (rv) lead. The device was reprogrammed and the device remains in use. The patient is enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 407652 implantable pacing lead, (B)(6) 2012; 429688 implantable pacing lead, (B)(6) 2012. (B)(4).